Manufacturer narrative:
A supplemental report will be submitted upon completion of plant investigation.

Event description:
The patient called tech support with air detected in cassette message during fill 4 of 5. Patient was advised to reboot cycler and resumed treatment but the message continued to appear. Patient canceled treatment and checked inside cassette door and found a fluid leak. During follow up with patient's peritoneal dialysis nurse who stated she was aware of the fluid leak the issue was resolved without any medical intervention and the patient is doing fine.the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.